Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds and low wave amplitude measurements due to dislodgement. The lead was subsequently explanted, and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5. Describe event or problem h6. Impact codes

Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds and low wave amplitude measurements due to dislodgement, confirmed through x-ray. The lead was subsequently explanted, and a new lead was implanted. No additional adverse patient effects were reported.